Manufacturer narrative:
The large volume infusion pumps/graseby sets was investigated by the supplier. According to the investigation the reported allegation was not confirmed. However, supplied item fault found and the problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was found to have a leak when flushing the tubing during an infusion of aldurazyme. It was reported that subsequently a different set was used. No adverse patient effects were reported.